Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), paraesthesia ("left side only, hand, arm, cheek, tongue."), pain in extremity ("feet pain") and arthralgia ("knee pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, inflammation, paraesthesia, pain in extremity and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, inflammation, pain in extremity and paraesthesia to be related to essure. The reporter commented: "I think the inflammation just moves from place to place always keeping us in pain." Concerning the injuries reported in this case, the following ones were reported via social media- back pain, inflammation, paraesthesia, pain in extremity and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event added: inflammation, back pain, foot pain and knee pain. Event medical device removal deleted. On (B)(6)2020: social media content. Reporter added. On (B)(6)2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.